Manufacturer narrative:
Device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was observed inside the balloon which is evidence of a device leak. A leak test was carried when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During first inflation at 10 atmospheres for 40 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During first inflation at 10 atmospheres for 40 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.